Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, implanted: unknown, product type lead; product ID neu_unknown_ext, serial # unknown, implanted: unknown, product type extension. (B)(4).

Event description:
It was reported that the patient had a loss in therapeutic effect following an implantable neurostimulator and left lead replacement. High impedances were reported. Specifically, the left side had "somewhat elevated impedances," and contact nine on the right side had an extremely high impedance, which was unlikely to provide any therapeutic benefit. It was noted that "l2 was most likely the source of the issue." It was suspected that the lead position may have moved. It was also reported that an out of regulation (oor) condition was displayed on a patient programmer preventing the patient from adjusting stimulation. The patient was unable to by-pass the screen for three hours. It was reported that no x-rays were taken at this time; instead, the physician was troubleshooting with giving the patient "possible groups." The patient's results "have not been as good as the first." A lead revision was being considered. It was reported that the patient was getting some therapy still. Additional information has been requested, but was not available as of the date of this report.